Manufacturer narrative:
Product complaint #(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Maude report #: (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for a product quality investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached.

Event description:
It was reported that a patient underwent a hernia repair on (B)(6) 2021 and the mesh was implanted. It was reported that the patient has ever since been suffering with pain. It was reported that in 2021 the patient returned to the doctor for a check up and explained being in pain since implantation and was advised by the doctor to eat a lot of vegetables and hydrate. It was reported that in 2021 the patient returned to doctor to inquire what was implanted for the repair of the hernia because the pain would not subside. It was reported that the patient was told it was a mesh and it is more risky to remove the mesh. It was also reported that the patient is now taking steroid for the pain. Additional information was requested.